Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog # is unknown but referred to as celect. Occupation: non-healthcare professional. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Original. It is alleged that the patient received a celect filter on (B)(6) 2014. It is alleged that the patient was injured without further explanation. The patient has reportedly expired. Specific details surrounding the patient's expiration are currently unknown, but there is a reported allegation of wrongful death. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
The following fields were updated per additional information received: b5 and h6. Additional information: investigation. The reported allegations have been investigated based on the information provided to date. The following allegation has been investigated: wrongful death. Unknown if the reported wrongful death is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog # and lot # are unknown. The alleged celect pt is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The additional information received is alleging against a celect platinum (pt) filter instead of a celect filter.

Manufacturer narrative:
G4: 510(k) - k171712. Additional information: investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported cardiopulmonary arrest, pulmonary edema, hematoma are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Lot# is unknown. The alleged celect pt is manufactured and inspected according to specifications. Unknown if the reported cardiopulmonary arrest, pulmonary edema, hematoma are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: pulmonary embolism, cardiopulmonary arrest, pulmonary edema, hematoma, stenosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right femoral approach due to pulmonary embolism after withdrawn from coumadin. Patient is alleging the filter failed to prevent recurrent pulmonary embolism and death from cardiopulmonary arrest resulting from acute pulmonary edema. Report from xray: "there is diffuse increase density in the central portion of the abdomen which corresponds to the large hematoma seen on CT earlier today." " ivc filter is in place." Report from computerized tomography (CT): "the third and fourth portion of the duodenum are mildly compressed by the hematoma." "An ivc filter is also now present." "There is a small hematoma present in the right groin region." Report from CT: " there is mild stenosis at the origin of the superior mesenteric artery." "Ivc filter is evident." Certificate of death: "cause of death: immediate cause: cardiopulmonary arrest. Specially cause: acute pulmonary edema".

Manufacturer narrative:
This report is being submitted to correct field h1 to "death.". This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided.